Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: no sample or videos were provided for review and a physical investigation was not possible. The user reported mechanical jam and provided image that clearly show broken helix. The break of the helix can be confirmed according to provided image. But due to no sample available the reported mechanical jam cannot be confirmed. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly clogged repeatedly. It was further reported that the helix allegedly twisted the external catheter and then tore it. There was no reported patient injury.